Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/27/2018. The customer troubleshot the issue with philip's technical support. The customer was able to recharge a new battery to address the issue. No parts were returned for investigation; therefore, a root cause could not be established.

Event description:
It was reported that the ventilator battery was not holding a charge. When the customer tried a new battery, the circuit breaker started switching off and the unit turned off. There was no patient involvement. The event date was not specified; estimate used.